Event description:
It was reported that the arctic sun device was leaking. Per sample evaluation, it was reported that the arctic sun unit was shutting down unexpectedly. It was stated that isolation card, power circuit card, chiller pump and chiller failure were observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking. Per sample evaluation, it was reported that the arctic sun unit was shutting down unexpectedly. It was stated that isolation card, power circuit card, chiller pump and chiller failure were observed.